Manufacturer narrative:
Continuation of d10: product ID {enveor-us}; product lot/serial number (B)(6) ; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} h6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed left bundle branch block (lbbb). No treatment was prescribed and no adverse patient effects were reported. Additional information was received that the electrocardiogram (ECG) showed first degree av block along with the lbbb. No treatment was prescribed and no adverse patient effects were reported. An event monitor confirmed the issue was resolved at the 30 day follow up. Additional information received indicated that aspirin and an anti-platelet medication were started following the valve implant. Pos t-operative anemia was also reported due to a ¿slight¿ drop in hemoglobin. Treatment was not initially required. The physician indicated the anemia was procedure related. Eleven days following the valve implant procedure generalized weakness, nausea, vomiting, and black tarry stools developed. Three days later the patient went to the emergency department (ed) and was admitted to the hospital. Six days later an upper gastrointestinal endoscopy was performed and a small hiatal hernia was identified. A gi bleed was also reported. Three blood transfusions were provided. The total number of units was not provided. A proton pump inhibitor (ppi) was delivered intravenously. The aspirin and anticoagulant were held. The physician indicated the event was related to the valve implant procedure. The gi bleed resolved 12 days following the ed presentation. At the 30-day follow-up appointment the hemoglobin was still below the normal limit. The patient did not have a normal hemoglobin after this incident through the time of the unrelated non-cardiovascular death over 3.5 years later.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 2 units of whole blood were provided. It was also reported that 3 transfusions were administered. The source of bleeding was not positively identified as there were many gastric ulcers but none actively bleeding during the upper gastrointestinal scope. However, the bleeding source was also reported as probably a duodenal diverticulum. As the physician confirmed, multiple sources of bleeding. The patient had a history of an umbilical hernia. As reported, there were no issues during the implant procedure in which a medtronic product would have caused or contributed to the anemia and bleeding.